Manufacturer narrative:
The front-end of the balloon in a palmaz blue aviator plus 5mm x 15mm 142cm peripheral stent delivery system (sds) was broken. When the stent was delivered to the expected position, the balloon could not be inflated. After withdrawing the balloon, it was found that it was broken in the front end. The case was completed with a new unknown stent. The lesion was in the renal artery. The lesion was noted to have moderate calcification and a 70% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no reported patient injury. The device was stored per the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The sds was prepped per the IFU. There were no difficulties noted during prep. The stent was not manipulated during prep. The balloon was not inflated or partially inflated prior to inserting into the patient. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting into the guide catheter. The diameter of the unconstrained stent was not 1-2 mm larger than the vessel diameter, as it was 1:1. There was no difficulty noted while advancing the device towards the lesion. Unusual force was not used at any time during the procedure. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The product was returned for analysis. One non-sterile unit of a blue/aviator/plus 5x15/142p pk was received inside of a clear plastic bag. Per visual analysis, the balloon looks like it was previously inflated since the stent was partially opened on the distal section. No other anomalies were noted. Per functional analysis was intended. A guide wire was inserted through the hub and the distal tip, and the wire passed with no difficulties. Then, an inflator/deflator was connected to the device and with inflation the balloon revealed a leakage at the distal section. Per sem analysis the leakage on the balloon of the device was caused by a puncture/cut on the component with evidence of scratch marks near the damage. The scratch marks are commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon led to the damaged condition found on the device. It seems the material near the puncture/cut was cause with a sharp object from the outside of the device since the damages are noted on the external surface. No other anomalies were observed. A product history record (phr) review of lot 82246487 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds inflation difficulty - unable to inflate¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification and a rate of stenosis of 70%) may have contributed to the event as evidenced by scratch marks noted on the outer surface during analysis as the presence of calcification is known to cause damage to balloons. According to the safety information in the instructions for use ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the front-end of the balloon in a palmaz blue aviator plus 5mm x 15mm 142cm peripheral stent delivery system (sds) was broken. When the stent was delivered to the expected position, the balloon could not be inflated. After withdrawing the balloon, it was found that was broken in the front end. The case was completed with a new unknown stent. There was no reported patient injury. The device was stored per the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The sds was prepped per the IFU. There were no difficulties noted during prep. The stent was no manipulated during prep. The lesion was in the renal artery. The lesion was noted to have moderate calcification and a 70% stenosis. The device was not being used to treat a chronic total occlusion (cto). The balloon was not inflated or partially inflated prior to inserting into the patient. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting into the guide catheter. The diameter of the unconstrained stent was not 1-2 mm larger the vessel diameter, as it was 1:1. There was no difficulty noted while advancing the device towards the lesion. Unusual force was not used at any time during the procedure. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The device will be returned for evaluation.

Event description:
As reported, the front-end of the balloon in a palmaz blue aviator plus 5mm x 15mm 142cm peripheral stent delivery system (sds) was broken. When the stent was delivered to the expected position, the balloon could not be inflated. After withdrawing the balloon, it was found that was broken in the front end. The case was completed with a new unknown stent. There was no reported patient injury. The device was stored per the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The sds was prepped per the IFU. There were no difficulties noted during prep. The stent was no manipulated during prep. The lesion was in the renal artery. The lesion was noted to have moderate calcification and a 70% stenosis. The device was not being used to treat a chronic total occlusion (cto). The balloon was not inflated or partially inflated prior to inserting into the patient. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting into the guide catheter. The diameter of the unconstrained stent was not 1-2 mm larger the vessel diameter, as it was 1:1. There was no difficulty noted while advancing the device towards the lesion. Unusual force was not used at any time during the procedure. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, d9, g3, h1, h2, h3 and h6 a review of the manufacturing documentation associated with lot 82246487 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the front-end of the balloon in a palmaz blue aviator plus 5mm x 15mm 142cm peripheral stent delivery system (sds) was broken. When the stent was delivered to the expected position, the balloon could not be inflated. After withdrawing the balloon, it was found that was broken in the front end. The case was completed with a new unknown stent. There was no reported patient injury. The device was stored per the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The sds was prepped per the IFU. There were no difficulties noted during prep. The stent was no manipulated during prep. The lesion was in the renal artery. The lesion was noted to have moderate calcification and a 70% stenosis. The device was not being used to treat a chronic total occlusion (cto). The balloon was not inflated or partially inflated prior to inserting into the patient. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting into the guide catheter. The diameter of the unconstrained stent was not 1-2 mm larger the vessel diameter, as it was 1:1. There was no difficulty noted while advancing the device towards the lesion. Unusual force was not used at any time during the procedure. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The device will be returned for evaluation.